Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. This is being reported based on the analysis of the returned good's lab that received an otw mini vision with a dislodged stent implant. The stent was returned in the protective sheath. There was no information returned with the product. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The first four rows of proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer member 58 cm proximal to the proximal balloon seal. There was no other damage noted to the sds. The orange protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The middle and distal outer diameter measurements met manufacturing criteria. The proximal measurements could not be taken due to the damage. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.